Event description:
Same case as MFR #: 2134265-2010-01717. It was reported that during a percutaneous coronary intervention (pci) procedure the tip of the guide wire became detached. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in the severely calcified mid left anterior descending (lad) artery. Ablation was performed with an unspecified rotablator and post dilation an unknown stent was deployed. Post procedure, the physician attempted to remove the 325cm rotawire guide wire however, detachment of the guide wire tip was confirmed under fluoroscopy. The physician did not retrieve the wire fragment. The procedure was completed with this device and the physician does not plan to retrieve the detached guide wire tip. There were no additional complications or serious injury to the patient and the patient¿s condition is reported as good.

Manufacturer narrative:
(B) (6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).